Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this patient with this right ventricular (rv) lead had previously received inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr), which generated the high out of range shock impedance measurement. Therapy was exhausted during this episode. Technical services (ts) recommended right ventricular (rv) lead replacement.